Event description:
A 3.5mm diameter x 18mm length ave micro stent ii was successfully placed at the target lesion in the right coronary artery after predilitation with a 3.5mm diameter ptca balloon. The deployed stent was post - dialated with a 3.5mm non-compliant ptca balloon at 16 atmospheres of pressure. Upon removal of the non-compliant ptca balloon from the stent, the folds of the balloon caught a segment of the stent and caused it to migrate, proximally, in the coronary artery. The stent was repositioned at the target lesion site and post-dilated successfully. There was no additional clinical sequelae reported relative to the event.